Event description:
It was reported when using the tube nahep plh 13x100 6.0 plbl gn, the device experienced discolored cap. The following information was provided by the initial reporter. The customer stated: we had a sample for our plasma metanephrine assay which was inadvertently collected in the 6ml no gel sodium heparin tube instead of the 6 ml lithium heparin tube. This was only picked up because the entire tube was sent in along with the plasma aliquot. Our assay is not verified for sodium heparin, so the sample had to be recollected. I know that the tubes have a different label type, however this is not the first time this has happened due to the tubes having the same colour lid and being the same size. As we only receive the aliquot generally in a secondary tube it is hard to known how widespread this issue is as the phlebotomist grabs the tube to bleed the patient. I just wanted to bring it to your attention and ask it was something that had been identified as an issue previously by any users.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: "material #: 367876. Lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Our business team regularly reviews the collected data for identification of emerging trends."